Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated that they had an issue with two reservoirs and infusion sets. Customer declined to troubleshoot for high readings. Customer had steroid shot. Customer resolved issue with changing infusion set and reservoir. The insulin pump will not be returned for analysis.